Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal set-up joint (dsuj) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 23008 was confirmed indicating that the tornado (distal) reported a pot to encoder error. Upon visual inspection, no issues were found that would be related to the reported event. Fa installed the distal onto a golden system where error 23008 was replicated. Tested the distal on a patient side cart fixture test platform (pftp) where it failed searchlight (sl) lissajous test. After testing, the searchlight was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis determined the searchlight to be the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced distal set-up joint (dsuj) due to constant advisory error 23008 in logs. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that after a da vinci assisted surgical procedure, universal surgical manipulator (usm) 2 was faulting with 23008 error and could not be recovered. Technical support engineer (tse) advised to exercise usm and try recovering the fault, but issue persisted. A power cycle was completed and received error 23008 at startup. Customer was able to disable usm 2 if needed. There was no report of patient injury.